Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarms and failed battery alarm. The customer¿s blood glucose level was 117 mg/dl and 161 mg/dl. The customer was unable to rewind. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. No low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm or failed battery test noted during testing. Formatted history file confirmed pump error 15 and pump error 4 due to software error. Pump error 53 noted in the formatted history file due to software error. (Tt 2252).